Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that during a service call, the heartstart xl did not work properly. A different piece of equipment was used to continue the service call. There was no reported pt impact.